Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing came apart. The following information was provided by the initial reporter: it was reported that the secondary tubing coming apart while in use.

Manufacturer narrative:
H.6. Investigation: the customer reported the secondary tubing came apart while in use, and returned the used sample of model #ms3500-15. The tubing clearly separated at the outlet of the drip chamber and the complaint is verified. Visual inspection under the microscope determined the root cause to be insufficient solvent. The tubing appeared to be fully inserted and dimensional analysis found the tubing to be within tolerance. No other failure modes were observed. A trend for the lack of solvent at drip chamber issue has been identified for this product line. CAPA#1244466 was initiated. A device history record review for model ms3500-15 lot number 20083096 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is insufficient solvent applied during assembly. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of separation other component - no leak with lot #20083096 regarding item #ms3500-15. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing came apart. The following information was provided by the initial reporter: it was reported that the secondary tubing coming apart while in use.